Event description:
Event description guidant received information that this passive fixation, ventricular lead became dislodged immediately after the implant procedure, while the patient was in the recovery room.